Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, loss of sensing and high capture threshold were observed. Dislodgement was observed via x-ray. Twiddlers syndrome was suspected. The lead was explanted and replaced. Patient condition was fine during all stages.

Manufacturer narrative:
Analysis was normal. No anomalies were found.